Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that she is having issues with bent cannulas with quick-sets. Explained to customer what causes the bent cannulas. Customer reported a physician's visit due to diabetes ketoacidosis. Customer was given a manual injection. Found a bent cannula. The blood glucose reading at the time of the incident was 600 mg/dl. Nothing further reported.